Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial # (B)(4), description: next generation anchor kit-sterile. Additional information was received that the high impedances were caused by the clik anchor being too close to the splitter/lead juncture. The patient was getting coverage of all areas following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having high impedances on the right lead. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator additional information was received that the lead and lead splitter were replaced. The physician assessed the high impedances on one of the leads was caused by the anchor being too close to the lead and lead splitter connection.

Event description:
A report was received that the patient was having high impedances on the right lead. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having high impedances on the right lead. The patient will undergo a revision procedure wherein a lead will be replaced.